Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for valid serial/di number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had motor rate error. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was not confirmed through the med fusion 4000 sent in repair for motor rate error. Problem was verified at occlusion test. Gauging the lead screw nut also cleaned and greased the motor assembly to resolve the issue. Device passed all the functional tests. Visual and functional testing was performed. The probable cause of the reported problem unknown.